Event description:
On (B)(6) 2014, the reporter stated that the an infant was receiving prostin. The connection between the bd 60ml ll syringe, and the hospira 60in extension set that allegedly failed, and the medication was not being administered to the infant. The medication was leaking and pooling under the infant. The medication being administered was being used to keep the infants pda open. The infants blood pressure was compromised and fluids were given to bring the blood pressure up. When the blood pressure was low the nurse discovered that the prostins were not being infused properly and the total parental nutrition was backing up into the prostins. No further information is available.

Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the evaluation is complete the information will be sent as a supplemental.